Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was found in backup mode. This reset occurred due to event queue overflow. The device was reprogrammed successfully. The patient was stable and asymptomatic.